Event description:
Caller reported malfunction on pump, with malfunction code 12 displayed, but no notable events occurred prior. Blood glucose level did not exceed 500 mg/dl, and was within a safe range. Technical support provided information for resetting the pump and assisted the caller in successfully doing so, after which the malfunction did not recur. Customer was advised to continue using the pump and to call back if the issue reappears, which they acknowledged and understood.